Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 rack analyzer. The initial result was <5.0 pg/ml and the repeat result was 1400 pg/ml.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was determined that the sample/reagent probe was contaminated. The customer was instructed to clean the probe tip. The investigation did not identify a product problem. The specific cause of the event could not be determined, but the issue was consistent with insufficient customer maintenance.